Manufacturer narrative:
On march 02, 2023, mentor became aware that the device involved in this file was reported incorrectly to mentor. The following device information has been updated. Lot: 9505697. Serial: (B)(6). On march 10, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a crease/fold on the posterior view. Additionally, a tear was found within the crease/fold, measuring approximately 0.1 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed on lot 9505697, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient's right breast implant deflated. As a result, the patient underwent removal on (B)(6) 2022. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 19, 2023, mentor received additional information. The device identity was provided with the following information: size: 325cc brand name: mentor smooth round moderate profile catalog: 3501650 lot: 9495003 serial: (B)(6). The patient underwent a primary breast augmentation surgery to implant the suspect medical device. The date of event was provided as november 25, 2022. Additionally, during the explantation, the patient underwent unilateral removal and replacement with a right-sided 325cc mentor smooth round moderate profile. With the provided lot number, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).